Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. E66864) for female sterilisation. The patient had a medical history of heavy periods, dizziness, fatigue, spotting vaginal, c-section, hypothyroidism, penicillin allergy, menarche (at 11 year old), parity 2, gravida ii, cesarean section, hypothyroidism and abnormal uterine bleeding. Previously administered products included: levothyroxine sodium, fluoxetine hydrochloride, metformin hydrochloride and mirena. The patient had a family history of breast cancer. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1834 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure, dilation + curettage, endometrial ablation). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [gastrointestinal examination] on (B)(6) 2022: positive abdominal pain. [Pathology test] on (B)(6) 2022: surgical pathology report: diagnosis: left fallopian tube, excision: completely transected fallopian tube segment. Paratubal cysts. Right fallopian tube, excision: completely transected fallopian tube segment. Paratubal cysts. Endometrium, curettage: secretory endometrium. No hyperplasia or malignancy. Gross description: fallopian tube, left. Labeled with the patient's name and mrn: y. Specimen labeled as: left fallopian tube. Specimen is: a left fallopian tube accompanied by an essure coil within its lumen. Length: 6.5 cm. Diameter: 0.5 cm. Serosa: pink-tan and smooth. Paratubal cyst(s): y, 1,0.4 cm. Lumen: intact and stellate reps-1. Fallopian tube, right. Specimen labeled as: right fallopian tube. Specimen is: a right fimbriated fallopian tube accompanied by an essure coil within its lumen. Length: 7.5 cm. Diameter: 0.5 cm. Serosa: pink-tan and smooth. Paratubal cyst(s): y, 5, 0.2-0.7 cm. Lumen: intact and stellate. Endometrium. Labeled endometrium. The specimen is tan tissue fragments and red-brown clotted blood, 2.5 x 2 x 0.3 cm. Clinical information: pre-op diagnosis: sterilization, removal of essure coils, abnormal uterine bleeding. [Ultrasound scan] on (B)(6) 2022: ultrasound exam: clinical data: menorrhagia with irregular cycle technique: sonographic examination of the pelvis was performed, utilizing both transabdominal and transvaginal scanning approaches. In addition, color-flow doppler and spectral waveform analysis was utilized to evaluate ovarian blood flow. The images are interpreted assuming patient is not pregnant. Findings:uterus: the uterine myometrium echotexture is unremarkable and the junctional zone measures 9.6 mm the endometrium does not appear thickened, measuring 0.7 cm. There is a heterogenous hyperechoic nodule in the posterior uterus and measures 1.5 x 1.6 x 1.3 cm. Right ovary: the right ovary measures 2.9 x 2.0 x 1.7 cm. There is an anechoic follicle that measures 1.1 x 1.4 x 1.3 cm. Left ovary: the left ovary is not visualized within the left adnexal region. The bilateral ovaries demonstrate positive arterial and venous doppler flow, without evidence of torsion. There is no free fluid within the cul-de-sac. Impression: 1.6 cm fibroid within the posterior uterine wall. Indications: menorrhagia with regular cycle. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Lot number, surgical pathology report, medical history, historical drugs & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. E66864) for female sterilisation. The patient had a medical history of heavy periods, dizziness, fatigue, spotting vaginal, c-section, hypothyroidism, penicillin allergy, menarche (at 11 year old), parity 2, gravida ii, cesarean section, hypothyroidism and abnormal uterine bleeding. Previously administered products included: levothyroxine sodium, fluoxetine hydrochloride, metformin hydrochloride and mirena. The patient had a family history of breast cancer. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1834 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure, dilation + curettage, endometrial ablation). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [gastrointestinal examination] on (B)(6) 2022: positive abdominal pain, [pathology test] on (B)(6) 2022: surgical pathology report: diagnosis: a. Left fallopian tube, excision: completely transected fallopian tube segment. Paratubal cysts. B. Right fallopian tube, excision: completely transected fallopian tube segment. Paratubal cysts. C. Endometrium, curettage: secretory endometrium. No hyperplasia or malignancy. Gross description: a. Fallopian tube, left. Labeled with the patient's name and mrn: y specimen labeled as: left fallopian tube specimen is: a left fallopian tube accompanied by an essure coil within its lumen length: 6.5 cm diameter: 0.5 cm serosa: pink-tan and smooth paratubal cyst(s): y, 1,0.4 cm lumen: intact and stellate reps-1 b. Fallopian tube, right. Specimen labeled as: right fallopian tube specimen is: a right fimbriated fallopian tube accompanied by an essure coil within its lumen length: 7.5 cm diameter: 0.5 cm serosa: pink-tan and smooth paratubal cyst(s): y, 5, 0.2-0.7 cm lumen: intact and stellate c. Endometrium. Labeled endometrium. The specimen is tan tissue fragments and red-brown clotted blood, 2.5 x 2 x 0.3 cm.. Clinical information: pre-op diagnosis: sterilization, removal of essure coils, abnormal uterine bleeding [ultrasound scan] on (B)(6) 2022: ultrasound exam: clinical data: menorrhagia with irregular cycle technique: sonographic examination of the pelvis was performed, utilizing both transabdominal and transvaginal scanning approaches. In addition, color-flow doppler and spectral waveform analysis was utilized to evaluate ovarian blood flow. The images are interpreted assuming patient is not pregnant. Findings:uterus: the uterine myometrium echotexture is unremarkable and the junctional zone measures 9.6 mm the endometrium does not appear thickened, measuring 0.7 cm. There is a heterogenous hyperechoic nodule in the posterior uterus and measures 1.5 x 1.6 x 1.3 cm. Right ovary: the right ovary measures 2.9 x 2.0 x 1.7 cm. There is an anechoic follicle that measures 1.1 x 1.4 x 1.3 cm. Left ovary: the left ovary is not visualized within the left adnexal region. The bilateral ovaries demonstrate positive arterial and venous doppler flow, without evidence of torsion. There is no free fluid within the cul-de-sac. Impression: 1.6 cm fibroid within the posterior uterine wall. Indications: menorrhagia with regular cycle batch no (B)(4) production date (B)(6) 2015 expiration date (B)(6) 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. E66864) for female sterilisation. The patient had a medical history of heavy periods, dizziness, fatigue, spotting vaginal, c-section, hypothyroidism, penicillin allergy, menarche (at 11 year old), parity 2, gravida ii, cesarean section, hypothyroidism and abnormal uterine bleeding. Previously administered products included: levothyroxine sodium, fluoxetine hydrochloride, metformin hydrochloride and mirena. The patient had a family history of breast cancer. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1834 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure, dilation + curettage, endometrial ablation). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [gastrointestinal examination] on (B)(6) 2022: positive abdominal pain, [pathology test] on (B)(6) 2022: surgical pathology report: diagnosis: a. Left fallopian tube, excision: completely transected fallopian tube segment. Paratubal cysts. B. Right fallopian tube, excision: completely transected fallopian tube segment. Paratubal cysts. C. Endometrium, curettage: secretory endometrium. No hyperplasia or malignancy. Gross description: a. Fallopian tube, left. Labeled with the patient's name and mrn: y specimen labeled as: left fallopian tube specimen is: a left fallopian tube accompanied by an essure coil within its lumen length: 6.5 cm diameter: 0.5 cm serosa: pink-tan and smooth paratubal cyst(s): y, 1,0.4 cm lumen: intact and stellate reps-1 b. Fallopian tube, right. Specimen labeled as: right fallopian tube specimen is: a right fimbriated fallopian tube accompanied by an essure coil within its lumen length: 7.5 cm diameter: 0.5 cm serosa: pink-tan and smooth paratubal cyst(s): y, 5, 0.2-0.7 cm lumen: intact and stellate c. Endometrium. Labeled endometrium. The specimen is tan tissue fragments and red-brown clotted blood, 2.5 x 2 x 0.3 cm.. Clinical information: pre-op diagnosis: sterilization, removal of essure coils, abnormal uterine bleeding [ultrasound scan] on (B)(6) 2022: ultrasound exam: clinical data: menorrhagia with irregular cycle technique: sonographic examination of the pelvis was performed, utilizing both transabdominal and transvaginal scanning approaches. In addition, color-flow doppler and spectral waveform analysis was utilized to evaluate ovarian blood flow. The images are interpreted assuming patient is not pregnant. Findings:uterus: the uterine myometrium echotexture is unremarkable and the junctional zone measures 9.6 mm the endometrium does not appear thickened, measuring 0.7 cm. There is a heterogenous hyperechoic nodule in the posterior uterus and measures 1.5 x 1.6 x 1.3 cm. Right ovary: the right ovary measures 2.9 x 2.0 x 1.7 cm. There is an anechoic follicle that measures 1.1 x 1.4 x 1.3 cm. Left ovary: the left ovary is not visualized within the left adnexal region. The bilateral ovaries demonstrate positive arterial and venous doppler flow, without evidence of torsion. There is no free fluid within the cul-de-sac. Impression: 1.6 cm fibroid within the posterior uterine wall. Indications: menorrhagia with regular cycle batch no e66864 production date 2015-10-30 expiration date 2018-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1834 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1834 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.